Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Upon further investigation it was noted that two craniotome devices and two attachment devices were used in the procedure. There was no report of a reportable malfunction with these concomitant products. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during trepanation of the skull it was observed that while making the second hole in the skull, the trephine device would not stop turning and the trepan head disconnected from the compact speed reducer device and the motor device and became stuck in the patient¿s head. It was further reported that the motor device did not disengage. It was reported that the device penetrated into the patient¿s brain resulting in a left frontal contusion. It was reported that there were no problems observed while making the first hole. It was reported that there was a greater than 30-minute delay in the procedure due to the event. There was patient involvement reported. It was reported that the procedure was completed by removing the trephine head manually and there was no clinical consequence for the patient due to the malfunction occurring in non-functional area. It was reported that the patient was discharged home without injury or consequence. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the trepan head was disconnected from the compact speed reducer could not be confirmed. An assessment was performed and the device met all operational specifications. During device evaluation, the actual compact speed reducer device and the motor device were functionally tested with a codman perforator device, performing five (5) perforations. In each of the perforations, it was observed that the perforator successfully declutched (stopped spinning) when the inner burr penetrated the underlying surface. It was further observed that the perforator was successfully removed from the wood media after each perforation by pulling on the speed reducer device. Therefore, the reported condition was not duplicated or confirmed. An assignable root cause was not determined. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition in the last year; the review indicates the device has last been returned over a year ago. The review indicates there were no abnormalities or non-conformances identified. If additional information should become available, a supplemental medwatch will be submitted accordingly.